Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s3 low level detector ii. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported fault. The detector was replaced as a precaution and a subsequent functional verification testing was completed without issue. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician

Event description:
Livanova (B)(4) received a report that the s3 low level detector ii was found to be faulty during a procedure. There was no report of patient injury.